Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump stopped working last night while she was laying in bed; she experienced a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump did not have physical damage. However, the device had been dropped in the past. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No blank display was noted. No physical damage was noted during visual inspection.